Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 01/30/2023. An investigation was conducted on 02/08/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the device. A mechanical evaluation was conducted. The positioner was attached and locked onto a reference retractor blade by sliding the stabilizer base onto the rail and locking the lever. The flexlink arm was able to be adjusted and positioned, and then locked into place by turning the knob clockwise with no physical or visual difficulties, with the locking lever in both the locked and unlocked positions. Based on the returned condition of the device as well as the evaluation results, the reported failure ¿positioning failure" was not confirmed. The lot #3000247874 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise ID: (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I stabilizer z could not be locked and could not be fixed. A new device was sent out, the operation was successfully completed, and no problems were reported to the patient.